Event description:
It was reported that the patient underwent explant of the intraocular lens approximately one (1) week post operatively due to a cloudy lens. The patient received another abbott medical optics lens as the replacement.

Manufacturer narrative:
Further evaluation of the returned iol (intraocular lens) confirmed it to be cut into two pieces. The larger of the two pieces of the lens was examined using 10x magnification. The lens was found to be covered with surface residue, not inconsistent with an explanted lens. No opacity (cloudiness) was observed. Acceptable scratches, measuring .001 inches in width, were visible on the optic surface. Review of the manufacturing records for this lens found it met all specifications during our manufacturing process. Our investigation identified no product deficiency, suggesting that this event was not caused by the intraocular lens. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The intraocular lens (iol) was received for inspection partially cut and torn into two pieces. Lens appeared clear and was not cloudy. Lens also appeared to have evidence of debris. Prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Additional information - further evaluation was conducted on the returned lens pieces, using a slit lamp process. The lens showed an unacceptable level of haze. The results of our investigation are inconclusive as to how or when this haze occurred as a review of our manufacturing records for this device finds that it met all manufacturing specifications prior to release. All pertinent information available to abbott medical optics has been submitted. Placeholder.